Manufacturer narrative:
Citation: schwerg m et al. Valve in valve implantation of the corevalve evolut r in degenerated surgical aortic valves. Cardiol j. 2 018;25(3):301-307. Doi: 10.5603/cj.a2018.0004. Epub 2018 mar 23. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Additional patient and device code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes for patients with degenerated aortic bioprosthetic valves treated with valve-in-valve implantation using the evolut r valve. All data were collected from a single center between april 2013 and october 2017. The study population included 26 patients (predominantly male; mean age 79 years), all of which underwent valve-in-valve implantation with a medtronic evolut r bioprosthetic valve (23, 26, 29, and 34 mm prosthesis sizes were used) in a degenerated surgical aortic valve, and 6 were previously implanted with a medtronic hancock ii bioprosthetic valve (23 mm or 25 mm). No serial numbers were provided. Among all patients, adverse events included: high-grade stenosis, severe aortic regurgitation, or combination of high-grade stenosis and severe aortic regurgitation requiring valve-in-valve implantation (evolut r placed inside degenerated surgical aortic valve), high mean pressure gradients before and after valve-in-valve procedure, permanent pacemaker implantation following valve-in-valve procedure (3 cases: 2 were due to a complete atrioventricular block and 1 was due to symptomatic sick sinus syndrome), stroke (2 cases), deep implant of the evolut r valve (2 cases), valve dislocated into the ascending aorta after deployment requiring a second evolut r to be implanted (1 case), periprocedural coronary obstruction requiring stent implantation (1 case), prosthesis-patient mismatch (4 cases), and mild aortic regurgitation following valve-in-valve procedure. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.